Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify weak battery alarm and failed battery test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display and received multiple pump error alarms. The customer¿s blood glucose level was 132 mg/dl. The customer reported that the display cut off and was not working. The customer reported that the screen turned back on while troubleshooting. The insulin pump will be returned for analysis.